Manufacturer narrative:
The ge service rep confirmed the display would fail. The power supply was checked and the diasonic board was repaired. The system was returned to the customer for use.

Event description:
The customer reported the system stopped working during use and occasionally the image would not display. No report of pt injury.